Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported outside of a procedure that the site got the battery service error and when they unplugged the system from the wall it powered down. A self-test was completed and it was found that the battery level was at 0%. There was no patient involvement.